Event description:
It was reported that on (B)(6) 2022, patient underwent a removal of hardware due to pain. There was no malfunction in hardware noted. There was no surgical delay. The procedure was successfully completed. Patient status is unknown. This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 32mm for im nails. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.